Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after opening a new bd plastipak¿ syringe, luer-lok¿ foreign matter in the form of liquid/gel was found in the syringe. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that after opening a new bd plastipak syringe, luer-lok foreign matter in the form of liquid/gel was found in the syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: yes.

Event description:
It was reported that after opening a new bd plastipak¿ syringe, luer-lok¿ foreign matter in the form of liquid/gel was found in the syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: three photos were returned for investigation. Observed a layer of coating on the barrel. One actual sample in open package was returned for investigation. Observed a layer of gel like substances which is the silicone on one side of the stopper. Device history record was reviewed and no quality notification was raised for the reported batch. The routine silicon content test was within specifications. The preventive maintenance, calibration and equipment history records were reviewed. There was a replacement of silicon fun # 1 and # 4. Probable root cause could due to the dispensing timer not adjusted or calibrated after replacement of silicon gun. A revision of the sop for the manufacturing set up specification to perform calibration upon silicon gun change will be implemented. Target date for completion is 10/30/2018.